Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping, and large amounts of toxic cobalt chromium metal ions and particles. Update: (B)(6) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of infection. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).